Manufacturer narrative:
Concomitant product(s): product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 22-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer's representative regarding at patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that at post-op visit on (B)(6), patient experienced "hyper stimulation" at ~.3ma with the following parameters on three different groups: 0+, 1-, 200 us, 1000 hz; 0+, 1+, 2-, 200 us, 1000 hz; 5+, 6-, 200 us, 1000 hz; patient was able to withstand higher intensity levels, ~3.2 ma, using electrodes 11+ and 12-, 200 us, 1000 hz; with this program, she had intermittent ¿jolts¿ of stimulation when turning the stimulator from off to on and when switching from any lying position to a sitting position; the patient¿s son stated that after surgery, the healthcare provider (hcp) mentioned a dural tear and a potential for hyper stimulation; today, the manufacturer's representative (rep) notified the hcp that the patient had a greater sensitivity to stimulation when activating the left and middle parts of the lead; he did not recommend any diagnostic testing and instructed the rep to program as usual; rep suggested to the patient that she should decrease intensity before turning off the stimulator to decrease likelihood of a ¿jolt¿ when she turns the stimulator back on; patient will contact rep if any reprogramming is needed. Issue reported to be resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that cause was not determined.